Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 16mm x 3.00mm ion¿ stent was advanced but was unable to cross an unknown stent that previously implanted four years ago. The device was removed however it was noted that one of the stent struts near the tip was flared. The procedure was completed using a 2.75mm x 16mm ion¿ stent. No patient complications were reported and the patient's status was fine.